Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that there was an lec 1310 during testing. There was no patient, or clinician injury associated with this event.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the scratched screen. The customer stated problem was duplicated. Error code 1310 was cleared. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.